Manufacturer narrative:
No conclusion code available, failure event observed during analysis. Final analysis found external insulation abrasion was noted at 33.6 to 33.8  cm from the distal tip, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.